Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Battery voltage trend has a spontaneous step-down the week of (B)(6) 2015 and a spontaneous step-up the week of (B)(6) 2015. No associated programming/interrogation. The battery is on the rise again. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) device demonstrated spontaneous battery depletion. The battery voltage showed as 2.86 volts indicating a rebound occurred, but the remaining longevity was only one month. The device remains in use. No patient complications have been reported as a result of this event.